Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision; asr resurfacing system - right; reason(s) for revision: unknown. Resurfacing to xl patient - this is the 1st of 2 revisions where the cup remained in situ, please see (B)(4) for 2nd revision, where the cup was revised.

Manufacturer narrative:
MFR 1818910-2014-14929 was reported in error and is being rejected.

Event description:
Asr revision. Asr resurfacing system - right. Reason(s) for revision: unknown. Resurfacing to xl patient - this is the 1st of 2 revisions where the cup remained in situ, please see (B)(4) for 2nd revision, where the cup was revised. Re-opened 16th may 2014 - to send to void as this patient has been found not to be a resurfacing to xl - please see attached document for further information. All necessary updates and products have been reported on (B)(4).